Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. Siemens noted the liquid was dry and caused damage to the power supply and reagent reaction bath (rrv) controller. Siemens replaced the power supply, adjusted rrv, and verified the system's operation. Siemens is investigating the event.

Event description:
The customer spilled liquid on the advia 1800 chemistry system and alleged the feeling of current within the body while cleaning the spill. The customer contacted the siemens customer care center (ccc), and siemens instructed the customer to power off the system. There are no reports of patient intervention or adverse health consequences due to the liquid spill.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00183 on 15-jun-2022. Additional information (11-jul-2022): siemens noted that a siemens customer service engineer (cse) replaced the power source and rrv (rotary reaction vessel) controller and adjusted the rrv to return the advia 1800 chemistry system to operation. The potential cause of the event is the operator spilling liquid on the system. The system performs as specified and requires no further evaluation. Additional information (13-jul-2022): the customer provided additional information regarding the event. There was no damage to other property. Only the advia 1800 chemistry system was affected. The liquid that spilled on the system was identified as diluted chlorine. The spill occurred on the system and on the floor and did not cause cross contamination or a slip, trip or fall. The operator was wearing personal protective "equipment" and did not seek medical assistance. The customer noted no delay in patient testing and result reporting because they have a backup advia 1800 chemistry system. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.